Event description:
It was reported that the customer had low blood glucose levels of 60 mg/dl. The customer treated with glucose pills. The customer also reported high blood glucose levels of 400 mg/dl because the customer took too many glucose pills. The customer reported that there was insulin in the reservoir compartment of the insulin pump. Troubleshooting was done. The customer also reported that the o-ring inside the lip of the reservoir compartment was missing. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. No delivery anomaly was noted. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked case on display window corners, cracked reservoir tube lip, racked belt clip slot, and cracked battery tube threads. Pending moisture check after dva results.